Event description:
Staff was in the first room drawing blood from the patient when the staff was done and used the safety lock the needle broke into three pieces and came in their hand and the tube from which blood passes flayed and scratched their arm with the needle on it. First, the staff thought it is only problem with that needle. They went on next patient for blood draw. And had same incident. When they were done with blood draw and clicked on safety button to push the needle in. It broke into three parts spring was out and needle hit the staff again. They realized something was wrong with all the needles, so they removed all those needles which have same lot number. Lot no 8935.